Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was undergoing an ipg replacement on (B)(6) 2019 when the physician inadvertently damaged the lead. To address the issue, the physician explanted and replaced the patient¿s lead. Postoperatively, effective therapy was restored.